Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular (rv) lead integrity alert were met. One ventricular fibrillation (vf) and four lead failure predictor episodes of less than 220 milliseconds v-v cycle are recorded on (B)(6) 2013 and 396 of 397 lifetime v-sic occurred since (B)(6) 2013. Concomitant medical products: 5076 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that performance data collected from the device was received by the manufacturer and the right ventricular (rv) lead indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular (rv) lead integrity alert were met. The lead remains in use. No patient complications have been reported as a result of this event.